Event description:
As the radial sheath was being removed, it fractured and the introducer tubing unravelled became frayed. The physician had difficulty removing the introducer but was able to remove the entire device with no patient complications.

Manufacturer narrative:
Evaluation: the customer returned one introducer in an opened and used condition. Investigation revealed that the flexor material has separated 17 cm from the distal tip while the inner wire has elongated. The physician stated that during the attempt to remove the sheath from the artery, the vessel experienced severe vasospasm which grasped the sheath and caused this damage. This product is visually inspected to ensure there is no separation prior to shipping. The appropriate individuals have been notified of this matter.